Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the adc freestyle libre sensor after 11 days of wear. The customer further reported he experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and the mother administered sugar water as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the adc freestyle libre sensor after 11 days of wear. The customer further reported he experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and the mother administered sugar water as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.